Event description:
Healthcare professional later reported right side capsular contracture, baker grade IV.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-breast: unable to observe since it is not related to the device. ¿ creases/folding of implant-breast: not observed. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. ¿ silicone migration-breast: unable to observe since it is not related to the device. ¿ calcification-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reporting extracapsular rupture of the right device, adenopathy and a capsular contracture baker grade IV and has provided mammogram and ultrasound results showing "intracapsular rupture of right breast prosthesis. Right axillary ganglia with signs of silicone infiltration. Breast made up of fibroadipose tissue with a predominance of very dense fibrous tissue, acr d pattern. Benign-looking calcifications (liponecrosis) in the right breast. Simple cystic formations measuring 5 mm in the cse and 7 mm in the csi in the right breast are observed. Right breast prosthesis with irregular walls and very prominent folds predominantly in the internal quadrants, with the presence of echogenic material (silicone) between the wall and the fibrous capsule, compatible with signs of intracapsular rupture. In the right axillary region, at least two lymph nodes with signs of silicone infiltration (snowstorm pattern) measuring 13.8 mm and 12.1 mm are observed". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: silicone migration: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Crease/folding of implant: not observed. Capsular contracture: unable to observe since it is not related to the device. Calcification: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: updated device photo analysis.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy & silicone migration.

Event description:
Healthcare professional reported right side rupture. Imaging noted at least two lymph nodes with signs of silicone infiltration (snowstorm pattern) measuring 13.8 mm and 12.1 mm are observed and very prominent folds predominantly in the internal quadrants. The report of "simple cystic formations" has been deemed not device related. The device has been explanted. Right axillary ganglia with signs of silicone infiltration. Breast made up of fibroadipose tissue with a predominance of very dense fibrous tissue, acr d pattern. Benign-looking calcifications (liponecrosis) in the right breast. Simple cystic formations measuring 5 mm in the cse and 7 mm in the csi in the right breast are observed. Right breast prosthesis with irregular walls and very prominent folds predominantly in the internal quadrants, with the presence of echogenic material (silicone) between the wall and the fibrous capsule, compatible with signs of intracapsular rupture. In the right axillary region, at least two lymph nodes with signs of silicone infiltration (snowstorm pattern) measuring 13.8 mm and 12.1 mm are observed". Device has been explanted.